Manufacturer narrative:
The li-ion battery (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. A visual inspection was performed and no physical damage was observed to the battery. The battery failed functional testing. The battery was placed into a known good multi chemistry charger and after few minutes, red leds illuminated on the battery charger indicating that the battery charging failed. The red leds was also flashing on the battery. As a result, the data archive was corrupted and could not be retrieved for review. In summary, the customer's reported complaint of was confirmed. Since the battery archive could not be retrieved, therefore a root cause could not be determined.

Event description:
It was reported that during patient use, the auto pulse li-ion battery (s/n: (B)(4)) worked fine for a few compressions then stopped. The customer check battery's status leds and there were no illuminated on the battery. The battery was placed into the charger and it would not charge. Customer used backup battery and put this battery (s/n: (B)(4)) out of service. The batteries were rotated every other day. No other information was provided.